Event description:
It was reported that the patient developed cellulitis on (B)(6) 2013, and antibiotic treatment was necessary. The infection was thought to have cleared, however the patient presented on the day of this report with redness, swelling, and drainage. The patient was admitted to the hospital and was being followed by infectious disease. The patient had an infection at the pump pocket site and within the following days, the pump dehisced. The pump site was cultured and the results were ¿negative.¿ the symptoms included drainage and incisional wound opening. A culture was taken at the device pocket and the type of organism cultured was said to be unknown. The pump was used to deliver lioresal at 800mcg/day. The patient was treated with intravenous (IV) antibiotics and the pump was explanted (B)(6) 2013. The pump pocket was irrigated with a bacitracin wash when the pump was explanted. It was reported the patient¿s lioresal dosage was weaned to 150mcg/day, at the time of explant and she also received oral baclofen. On (B)(6) 2013, the patient developed seizures and was said to have been going through withdrawal. On (B)(6) 2013, the patient was said to not have been doing well. The patient was unresponsive, had increased spasticity, and developed seizures. The patient was to have a ¿keofed¿ tube inserted and was to be given baclofen. On (B)(6) 2013, the nurse indicated the patient was still not doing well. It was later reported on (B)(6) 2013, the seizures resolved but the patient still needed medical management. The managing health care provider was consulting with other health care providers. As of (B)(6) 2013, the patient was on a morphine drip and in critical condition. It was said that ¿any other care¿ was withdrawn. The reporter did not know the status of the infection.

Event description:
A healthcare provider (hcp) later reported the patient died on (B)(6) 2013. The cause of death was ¿suspected baclofen withdrawal and patient got septic¿. An investigation was underway. It was not known if the cause of death was device related. The outcome was ¿horrible¿ and the patient passed away. The hcp had spoken with medical affairs. As the intrathecal dose was decreased, the oral dose was titrated. Periactin was recommended by medical affairs. The patient was a dnr, and they were on IV vancomycin and antibiotics. An hcp later reported the medication infused was lioresal. They did not know the specific start and end dates for baclofen intrathecal treatment, but they said the patient had been receiving intrathecal baclofen ¿for about 20 years¿. At the time of the event, the patient had been taking oral baclofen, osteoporosis medications, vitamins, and periactin. The patient was a quadriplegic. The hcp stated that the patient had ¿lived a long time¿ for being a quadriplegic. The patient¿s cellulitis migrated to the pump, and they had developed an infection. The patient was put on oral baclofen, but they still exhibited symptoms of withdrawal. The patient developed pneumonia and complained of feeling itchy all over. The patient was put on oral IV morphine, IV valium, and IV antibiotics for the infection. They stated they were not sure if the death was device related. They stated weaning the patient off of the pump may have contributed to the death, but they did not know for sure. They stated ¿they did everything they could have done¿. They stated they were doubtful that weaning the patient off of the pump was the sole cause. They did not know what was done with the pump after it was explanted.

Event description:
Additional information received reported that the facility was reviewing their protocols around pump management and itb withdrawal. It was noted that with the recent, previously reported death, the managing physician had received information from the manufacturer on itb withdrawal and that the withdrawal was managed based on that information. The reporter could not provide details regarding the case or the physician due to privacy considerations, so the reporter was not sure how exactly the patient was managed.

Manufacturer narrative:
Concomitant product: product ID 8703w, lot# l38030, implanted: (B)(6) 1996, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).